Event description:
On 7/8/95, rptr was in the hosp taking a chemo treatment and her central venous catheter broke inside her in 7/10/95. The dr did surgery and took out the catheter that broke. The dr said she was lucky the catheter didn't go into her lung. On 7/11/95 another doctor repaired the catheter that didn't break. That dr said he never saw anything like it. Part of catheter was still connected. The dr who did surgery 7/10/95 had catheter sent to lab. When she removed catheter it was "lying on rptr's heart."